Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A smartsite was used to lock a powerport under positive pressure. The report suggests that a leak was observed form the top of the smartsite during a flush. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.